Event description:
Patient was revised to address stiffness and pain in left shoulder. Poly wear and loosening of the glenoid was also reported.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for the head part and lot number combination. The part and lot number for the glenoid component was not provided. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. The investigation could not draw any conclusions regarding the reported event with the information available, however, although unavailable for evaluation, it would not be unreasonable to expect poly material wear after approximately 15 years implanted. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.